Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump there was an absence of threshold suspend. The customer reported that the insulin did not alarm threshold suspend when it supposed to. The customer's blood glucose was 64 mg/dl at the time of incident. The customer's blood glucose was 174 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and juice. The customer stated that the threshold suspend was set to 70 mg/dl sensor glucose and the sensor glucose was 69 mg/dl at the time of absence of threshold suspend. The insulin pump will not be returned for analysis.